Event description:
Additional information received from the consumer reported the circumstances that led to the eri message less than 5 years after imp lant was their parkinson¿s moving to both sides of the brain. The patient scheduled preoperative testing for may 8th and the battery change was scheduled for may 16th which should resolve the issue although the patient wished the battery would last longer and be s maller.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient representative saw eri (elective replacement indicator) on the patient programmer (pp) today. Caller said that they weren't exactly sure when the eri message came up on the pp, that this could've been anywhere from 7 to 10 days ago as they don't check the implant daily. Caller said they adjusted the patient's settings no more than 2 weeks ago because the patient had been having more dyskinesia in their left arm and their head, "was going," resulting in caller decreasing the left side settings, "down a tenth." Caller said today the patient was horrible, symptom wise, so caller was worried the patient's implant had died. When they checked implant with the pp, implant battery showed eri and 2.60 v. Caller said that the implant battery wasn't lasting as long as they had expected as it has only lasted 4 years, not even 5 years. The patient was redirected to their healthcare provider to further address the issue. Caller said patient has an appointment (B)(6) 2023 with their healthcare provider (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.